Manufacturer narrative:
(B)(4). Date sent: 12/9/2025. D4: batch # 727d72. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with the shroud partially separated from the indicator to shaft. A anvil with uncut washer was present inside of a plastic bag and there was no staples present. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. Due to no staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. The device was reloaded with staples, a the returned anvil and washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the anvil was attached on the device completely and without any difficulties and did not detach during functional testing and the device was returned without detectable damage. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 727d72, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 11/12/2025 d4 batch # unk b3: exact date is unk . Assumed first month of the year. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hartman procedure they were creating the anastomosis. They correctly positioned the anvil, and when they connected it to the gun, it clicked. However, after the click, it suddenly came loose, so they decided to open another gun. They removed the patient's anvil, put on a new one, and used the handle from the first gun, and it fired correctly. Open another powered circular stapler, there was no surgical delay. The procedure was successfully completed. There were no patient consequences.